Manufacturer narrative:
Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sheath was inserted, then the catheter was inserted, and the sheath was split/cut in half so it could be removed without removing the catheter. However, during the splitting and removal process, the sheath broke between the dark and light grey sections. The dark grey section (the soft part) remained inside the patient's vessel and had to be removed.

Manufacturer narrative:
The introducer sheath was returned in three pieces: half the tab, half the sheath, and the other half of the tab with half the sheath attached. Visual inspection revealed the holes that align with tabs inside the tab are stretched, allowing the sheath to slip off the tabs. A supplier corrective action request was issued to the contract manufacturer for this event. The contract manufacturer's investigation revealed an absence of a slit on both sides of the sheath that allows for smooth tearing of the sheath. The root cause was failure to follow the procedure during the slit process and slit inspection process. As a result, actions have been implemented to minimize this type of occurrence and all personnel involved in these processes were retrained to the procedures.